Event description:
Diabetes educator reported the patient's one touch ultra meter was not powering on. This issue was not resolved with troubleshooting. The patient was feeling shaky. The hospital meter read 198 mg/dl. The patient was not given any treatment. There was no adverse event reported.